Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coord assistant reported that, after one week of support, the pt presented with power elevations of up to 12 watts. Two weeks post implantation of the lvad, the pt was noted to have elevated lactate dehydrogenase (ldh) levels and symptoms of heart failure (not being able to lay flat, shortness of breath and feeling fatigue). The pt was diuresed and a right heart catheterization was done which showed normal filling pressure. Heparin was administered which slightly lowered the ldh levels. The pt was also medically managed with integrilin which brought the ldh level to below 500. A donor heart became available and the pt was subsequently transplanted due to hemolysis. During the transplant procedure, it was reported that the pt suffered an ischemic cerebral infarct.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. The attached user facility report was received from the intermacs registry. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.